Manufacturer narrative:
We contacted the customer for more information about the incident, specifically about the duration of use of the catheter and the condition of its use. Unfortunately, we have not yet received these details. We received one catheter as a faulty sample. A needle-free device was connected to the catheter's ll-hub. While flushing the catheter with water, a leakage directly at the wing was detected. Microscopic examination revealed a tear inside the catheter tube. The tear measured approx. 0.50 mm in length, while the puncture, which caused the leakage, was approx. 0.13 mm long. The surface of the damage was rough and uneven, indicating excessive tensile force. In addition, a leak test was conducted in accordance with the procedures during production. The test device indicated that the catheter was not leak-proof and would therefore be disposed of during production. Please note that the catheter received has only one lumen, indicating that the product code provided for a two-lumen catheter is incorrect. There are various events that can lead to a leaking catheter: tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Alcohol-based disinfectant. Since no batch number was provided, a documentation review could not be conducted. Please note that each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. Within the last three years, there was one further complaint regarding a leaking catheter at the wing on code (B)(4). This query relates to all the complaints that have come to our attention worldwide. Corrective action: based on the investigation, there are no indications of a manufacturing fault. Therefore, no corrective action was initiated by vygon gmbh quality management.

Event description:
Leaking PICC line.

Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking PICC line.